Manufacturer narrative:
(B)(4). It was reported that the patient underwent a laparoscopic ventral hernia procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the white plastic in the jaw fell off after opening the package. The procedure was completed using suture. There were no adverse consequences for the patient reported. Upon the evaluation, the cannula cap has been detached.

Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned with the cannula cap detached from the cannula tabs and missing. No more damages were noted during visual examination. The device was functionally tested and it worked as intended. It is possible that the cannula cap dislodged due to excessive forces applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown shingles procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, ¿plastic in the jaw¿ occurred. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. Upon the evaluation, the cannula cap has been detached. Additional information has been requested.